Manufacturer narrative:
The incident occurred outside the us. This medwatch is being submitted because quest medical markets a similar device in the us. The reported error code 101, electrical interference is likely caused by the high energy output of a device such as a bovie knife. The high energy electrical noise generated by the bovie knife interferes with the operation of the circuit on the fluid level pca. Tthe fluid level sensor was replaced as a precaution and the console passed all operational verification tests following the replacement.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console was giving error code 101, electrical interference during the case. The vent valve had to be disabled to continue using the console. No patient complications resulted from the alleged issue.